Manufacturer narrative:
Per the field service representative (fsr), the user reported that the occlusion was off for their cpg pump. The quarter inch tubing was occluded but not the 3/16 inch tubing with the crystalloid fluid, so the fluid was leaking. Increasing the occlusion was possibly causing a 'belt slip' message.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) roller pump was not occluding properly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were unsuccessful for part return so further evaluation could not be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.